Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery ir test failure) was confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to a lifted c19 capacitor on the defib board. There was also damage to the t3 and pins j1002aa and j1003aa on the defib board. Additionally, the monitor ca board components u1005 and da1002 were shorted. The root cause for the lifted c19 capacitor damaged/shorted components could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was experiencing battery testing failures.